Manufacturer narrative:
(B)(4). Evaluation summary: actual sample was received and reviewed. This complaint for a leak was confirmed in the lab on actual sample received. Visually observed a cut on the tubing. A root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested a follow-up report will be filed should any significant supplemental information become available

Event description:
A customer contacted baxter to report a leak from the drain line during patient use and that there was a cut on it. There was no patient involvement and no patient injury.